Event description:
Per information provided by patient's attorney: on (B)(6) 2010 - patient was diagnosed with ventral and umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, "a larger defect was made to connect the 3 fascial defects. A ventralex mesh (device #1) was then placed into the wound and secured with sutures." On (B)(6) 2013 - patient was diagnosed with periumbilical incisional hernia thereby underwent open repair with implant of ventralex mesh (device #2) and explant of ventralex mesh (device #1). Per operative notes, "the area of pain on the left side of the umbilicus was consistent with old mesh (device #1) which was protruding through fascia. There was large amount of omentum adhered to undersurface of the old mesh. The mesh (device #1) was then removed and a ventralex patch (device #2) was placed in an underlay fashion and sutured." On (B)(6) 2016 - patient was diagnosed with severe adhesions and multiple loops of small bowel were adherent to the area of umbilicus. On (B)(6) 2017 - patient underwent esophagogastroduodenoscopy and prepyloric biopsy. On (B)(6) 2017 - patient was diagnosed with recurrent ventral abdominal hernia thereby underwent open repair with implant of ventralight st mesh (device #3) and explant of old mesh (device #2). Per operative notes, "the hernia sac was opened and small bowel loops were adherent above the umbilicus which were dissected. The previous mesh (device #2) was excised completely and a ventralight st mesh (device #3) was placed over the repair and secured with sutures." On (B)(6) 2018 - patient had multiple hospital visits for bilateral abdominal pain and abdominal wall seroma. On (B)(6) 2018 ¿ patient was diagnosed with recurrent abdominal wall seroma above the dual mesh (device #3) thereby underwent repair with evacuation of abdominal wall seroma. Per operative notes, ¿there was a seroma formation above the dual mesh area between the mesh surfaces which was evacuated.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence, seroma and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 10 months post implant of ventralight st mesh, patient was diagnosed with seroma and pain thereby underwent revision surgery. The instructions-for-use supplied with the device lists seroma and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. This emdr represents ventralight st mesh (device #3). Additional supplemental emdr's were submitted to represent mesh - ventralex (device #1 & #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.